Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the laser power went off suddenly during a surgical procedure. The cataract with intraocular lens implant (iol) was completed. The laser procedure was not able to be performed.

Manufacturer narrative:
The system was examined and the reported event was not confirmed (via event logs). The core module was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 11, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the core module. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4)